Event description:
Customer reported that the battery of their device was not charging. There was no reported adverse impact to the customer¿s blood glucose level. Later, the device was plugged in and charged to 100% without any problems. No additional information was provided by the customer, and the device was expected to be returned for further examination.